Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.